Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The documentary research in the batch file shows that no element could explain this issue: all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported events of crack and gel leak: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during injection of a patient with a syringe of juvéderm® ultra plus xc, syringe cracked at the hub and there was ¿loss of product through crack.¿ no injury to patient, staff, or injector.

Event description:
Healthcare professional reported that during injection of a patient with a syringe of juvéderm® ultra plus xc, syringe cracked at the hub and there was ¿loss of product through crack.¿ no injury to patient, staff, or injector.